Event description:
It was reported that black substance excreting from handpiece during an open heart procedure. Not at the time however whether it correlates or not that patient did have a stroke 2 days later.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: black substance excreting from handpiece during an open-heart procedure. Update: did the "black substance" enter the patient? If so, did it enter the heart? The substance was "green, not black. Presumably, yes and yes. It was in the liquid, the liquid went into the patient's heart, but it was not visualized. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress causing steam. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that black substance excreting from handpiece during an open-heart procedure. Not at the time however whether it correlates or not that patient did have a stroke 2 days later.